Event description:
The manufacturer was contacted in reference to an allegation of a death of a patient on (B)(6) 2024 due to esophageal cancer that spread through his body. The patient's wife believes that the CPAP may have contributed to the cancer. It is not yet clear if the device caused or contributed to the death of the patient. There is no allegation of product malfunction. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.